Manufacturer narrative:
The date of birth was reported as an unknown month and date in 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Dianeal therapy remained ongoing. Nineteen days after the event onset, antibiotic therapy was discontinued and the patient was deemed recovered. No additional information is available.

Manufacturer narrative:
Correction: patient gender is female, (previously reported as male). Dianeal pd4 2.5%. Should additional relevant information become available, a supplemental report will be submitted.